Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), nephrolithiasis ('other injury complication : kidney stones') and cholelithiasis ('other injury complication : gallstones') in an adult female patient who had essure (batch no. 898932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression and bipolar disorder. Concomitant products included gabapentin (neurontin) since 2017, levonorgestrel (mirena), olanzapine since 2017, oxcarbazepine (trileptal) since 2017 and vortioxetine hydrobromide (trintellix) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and cyst rupture ("other injury : rupturing cysts"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection bladder/urinary tract: uti") and mood swings ("psychological or psychiatric problems: mood swings"). In 2015, the patient experienced nephrolithiasis (seriousness criterion medically significant). In 2016, the patient experienced cholelithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive condition: ibs"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and ovarian cyst ("other injuries: ovarian cysts"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, nephrolithiasis, cholelithiasis, vaginal haemorrhage, dysmenorrhoea, fatigue, irritable bowel syndrome, urinary tract infection, migraine, headache, pelvic pain, mood swings, ovarian cyst, abdominal pain lower, back pain and cyst rupture outcome was unknown. The reporter considered abdominal pain lower, back pain, cholelithiasis, cyst rupture, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), nephrolithiasis ('other injury complication : kidney stones') and cholelithiasis ('other injury complication : gallstones') in an adult female patient who had essure (batch no. 898932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression and bipolar disorder. Concomitant products included gabapentin (neurontin) since 2017, levonorgestrel (mirena), olanzapine since 2017, oxcarbazepine (trileptal) since 2017 and vortioxetine hydrobromide (trintellix) since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and cyst rupture ("other injury : rupturing cysts"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection bladder/urinary tract: uti") and mood swings ("psychological or psychiatric problems: mood swings"). In 2015, the patient experienced nephrolithiasis (seriousness criterion medically significant). In 2016, the patient experienced cholelithiasis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive condition: ibs"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and ovarian cyst ("other injuries: ovarian cysts"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, nephrolithiasis, cholelithiasis, vaginal haemorrhage, dysmenorrhoea, fatigue, irritable bowel syndrome, urinary tract infection, migraine, headache, pelvic pain, mood swings, ovarian cyst, abdominal pain lower, back pain and cyst rupture outcome was unknown. The reporter considered abdominal pain lower, back pain, cholelithiasis, cyst rupture, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nephrolithiasis, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, gastrointestinal or digestive condition: ibs, infection bladder/urinary tract: uti, migraines / headaches, pain, psychological or psychiatric problems: mood swings, other injuries: ovarian cysts, other injury complication : kidney stones, other injury complication : gallstones, lower abdominal pain, lower back pain, other injury : rupturing cysts were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.